Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: customer quality investigation: the following investigation is based on the image(s). The image(s) was reviewed, and the complaint condition could be confirmed since device is cracked at the most proximal laser cut teeth segment on the shaft. The shaft was not completely broken into 2 pieces and received at us cq. No other issues were identified with the returned components of the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and / or preventative action is proposed, background: it was reported on july 28, 2020, a hex flexible screwdriver was found broken at the sterile processing department (spd). There was no patient involvement. Investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (part#: 03.037.028, lot# 9486881) was received at us cq. Upon visual inspection, it was observed that the screwdriver shaft was broken at the proximal end of the shaft section. The shaft was completely broken into two pieces and both pieces were returned. No other issues were identified with the returned device. Device failure / defect identified? Yes. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed as the shaft of the device was broken. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. However, it is possible the device experienced an application of unintended forces, causing the reported condition. Based on the investigation findings, it has been determined that no corrective and / or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.028, lot: 9486881, manufacturing site: hägendorf, release to warehouse date: august 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified, part: 03.037.028, lot: 9486881, manufacturing site: hägendorf, release to warehouse date: august 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Part: 03.037.028. Lot: 9486881. Manufacturing site: (B)(4). Release to warehouse date: august 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) received. The image(s) was reviewed, and the complaint condition could be confirmed since device is cracked at the most proximal laser cut teeth segment on the shaft. The shaft was not completely broken into 2 pieces and received at us customer quality (cq). No other issues were identified with the returned components of the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, that a hex flexible screwdriver was found broken at the sterile processing department (spd). There was no patient involvement. This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).